Manufacturer narrative:
Citation: belkin m., et al. Transcatheter aortic valve replacement in left ventricular assist device patients with aortic regurgitation. Structural heart, 4:2, 107-112, doi: 10.1080/24748706.2019.1706793. Published online: 25 feb 2020. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding transcatheter aortic valve replacement (tavr) in patients with aortic regurgitation who are using left ventricular assist devices (lvads). All data were collected from a single center between april 2014 and december 2018. The study population included 7 patients (predominantly male, mean age 69 years), 2 of whom were implanted with 31-mm medtronic corevalve bioprosthetic valves and 1 of whom was implanted with a 34-mm medtronic evolut r bioprosthetic valve (no serial numbers provided). One medtronic corevalve patient died within the first day post-operatively. The valve dislodged into the left ventricular outflow tract, requiring implantation of a second 31-mm medtronic corevalve valve, which also dislodged within the aortic root. This resulted in a severe paravalvular leak, leading to cardiogenic shock and death. Based on the available information, medtronic product was directly associated with the death. Regarding the second medtronic corevalve patient, adverse events included: degeneration of the bioprosthetic valve causing severe aortic regurgitation, requiring valve replacement with a non-medtronic valve. Based on the available information, medtronic product was directly associated with the adverse event. Regarding the one medtronic evolut r patient, adverse events included: moderate post-operative aortic regurgitation and unspecified need for re-hospitalization. Based on the available information, medtronic product was associated with the adverse event. Among all patients, adverse events included: post-operative pseudoaneurysm with large groin hematoma requiring surgical exploration. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.